Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the battery pack was unable to sustain a sufficient charge. The battery pack was replaced. The system was tested, and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed pre charge errors and x-ray overtime errors. There was no adverse patient involvement reported. There was no patient information reported.